Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6), 2004 and that a revision procedure was performed in (B)(6) of 2009. It is alleged that a mass and metal debris were noted during the revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported on 0001825034-2012-00693 / 00694.